Event description:
A written report from the customer indicates that pt treatment was delayed during a resuscitation attempt because the operator was allegedly unable to remove the paddles from the device. Other staff eventually were able to remove the paddles from the device. Pt details were not reported. The reporter indicated there were no adverse affects to the pt related to the alleged malfunction.